Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: MFR report # 2955842-2007-00227

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed a burr on the inner diameter of the cannula near the distal tip. It was determined that the burr had the potential to cause scraping in certain loading conditions. Site has previously returned scraped instruments, see MFR report numbers: 2955842-2007-00223, 2955842-2007-00224, and 2955842-2007-00225.